Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller¿s white power cable connector nut was confirmed via the provided photo. The submitted photo captured a broken connector nut on the white power cable. The provided information indicated no serial number or log files were available, the system controller will be exchanged, and no product will be returning for further analysis. A root cause for the reported event was not conclusively determined through this analysis. There was incidental findings of damage to the connector side strain relief on the white power cable. Device history records could not be reviewed due to the serial number of the heartmate 3 system controller not being reported. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 3, entitled ¿powering the system¿, advises the user to only hand tighten the connector nut when connecting the system controller to external power, as using tools can cause damage. The heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for the system controller including the power cables. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the white power cable on the system controller had a broken white locking nut. The system controller would be exchanged.